Event description:
It was reported that during a laparoscopic appendectomy, the cartridge came apart in the pt's abdomen. Surgeon believes all parts were retrieved. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.